Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient (pt) was peeing a lot and requested assistance to confirm therapy status and increase stimulation (stim) on call. Pt stated they think they turned stim on, but stated they are not sure if they turned it off. Pt stated this started 5 months ago (confirmed month as august) and stated they have to wear diapers every night and have had botox injections, but stated that's not helping. Walked pt through checking therapy status on call. Pt confirmed therapy was on at 1.5v. Pt increased stim on call to 2.0v. Pt initially stated getting poor communication when trying to increase on call that was not resolved with repositioning programmer/antenna. Pt powered on/off programmer and then confirmed successfully communicated with ins. Pt used antenna on call to assist with communication. Pt stated not feeling stimulation despite increasing to 2.0v on call. Pt stated they got upper limit reached message on programmer when pt tried to increase higher. Reviewed message meaning with pt and redirected pt to hcp to discuss symptoms/therapy. Pt will monitor symptoms and will f/u with hcp if not seeing improvement. No further complications were reported/anticipated at this time.